Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer received excessive no delivery alarms even after set change. Customer's blood glucose was 416 mg/dl. Customer continued treating with manual injection. Customer declined troubleshooting for high blood glucose. Insulin pump would be replaced.